Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the error during field evaluation, but confirmed the error in logs. This error had occurred earlier on arm 3 and the usm 3 had been replaced. During troubleshooting the fse swapped axes controller setupjoint (acj) 3 and acj 4, there weren't any errors. After couple days error 319 occurred again on arm 4, so it was decided to replace acj4. The system was tested and verified as ready for use. The acj has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a radical extraperitoneal prostatectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy surgical procedure, an error occurred on arm4. The arm had to be disabled. The procedure was completed using the other three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The procedure was delayed by 45 mins due to the arm issue. It was an intraperitoneal prostatectomy procedure. There were no intra or post operative complications and no impact to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced axes controller setup joint (acj) involved with this complaint for failure analysis. Review of the system logs confirmed error code 319 indicating that a node was configured to be present and did not respond during system start up. The acj board was installed on the test system and powered with error code 319 indicating a component failure.

Event description:
Refer to h10/h11 for follow-up information.